Manufacturer narrative:
This MDR report is generated retrospectively based on complaints audit.

Event description:
Consumer was using the gum technique daily clean toothbrush and the bristles broke off and fell out within a short period of time.